Event description:
It was reported during a laparoscopic assisted vaginal hysterectomy the back portion of the dcs12 blade went through the device insulation. They used an endoshear to complete the case. There was no consequence to the pt.